Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the customer that the device shut down in the middle of the procedure and would not power back on. The customer changed outlets and the problem persisted. The case was completed with a second device with no pt consequences.